Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt rec'd one trial lead and was receiving effective stimulation until she lifted an object out of the back of a truck. The pt reported pain and a change in stimulation immediately after the incident. The pt was advised to turn the trial system off and to contact the physician. The physician spoke with the pt and advised an emergency room (ER) visit. The physician explanted the trial lead at the ER. The pain persisted after the removal of the lead, and the pt planned to proceed with a permanent scs system to cover the original pain pattern.